Manufacturer narrative:
Concomitant products: product ID 8835, serial# unknown, product type programmer, patient; product ID 8709, serial# (B)(4), implanted: (B)(6) 2010, product type catheter. (B)(4).

Event description:
It was reported that the patient received their personal therapy manager (ptm) for the first time on (B)(6) 2015. The setting was 0.25 mg of morphine and 25 ug of baclofen every 6 hours). The patient was able to get a successful bolus on (B)(6) 2015. On the day of report, the patient was unable to give themselves a successful bolus, the ptm showed an error code of "8474." The patient may have heard an alarm last night ((B)(6) 2015).the patient was brought into the clinic. The logs read that a on (B)(6) 2015 at 21:32, a reset occurred, reset occurred-low battery (2b), and safe state. It was mentioned that the reset occurred about the dame time the patient requested a ptm bolus. Actions taken included, "reset pump with bolus settings, did not restart ptm doses." There was no electromagnetic interference (emi) that the healthcare provider (hcp) was aware of except for the patient's wheelchair. There were no symptoms reported at the time of the call. The patient was sent to the surgeon to have the pump replaced. Pump replacement occurred on (B)(6) 2015. The catheter was confirmed as patent. A new ptm was activated. The patient did very well after surgery and received a bolus with the new ptm. The issue resolved. The patient recovered without permanent impairment. Morphine dose was lowered to 2 mg/day. The patient activated (pa) dose was 0.25 mg, with 6 hour lockouts, maximum of 4/24 hours. It was noted that the patient had been taking oxycodone 5 mg at the time of the event. The pump system was delivering baclofen and morphine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the pump, model# 8637-40, sn (B)(4), found high battery resistance. Morphine and baclofen. Conclusion - no longer applies to the event.